Manufacturer narrative:
02/12/1998- supplemental report #1 submitted to FDA.

Event description:
The device was used during a tah procedure. Reportedly, the staples did not form properly. The surgeon sutured to complete the procedure. The hosp has reported no pt injury occurred.